Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 3 devices were received for evaluation; 3 events were confirmed during testing. 2 devices were found to be affected by the printed circuit board not communicating properly. 1 device was found to have a damaged port. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the connected device has the potential to run without user activation. There was no patient involvement; no patient impact.